Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked keypad at select button and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was hard to read. The customer's blood glucose value was 142 mg/dl. Customer reported scratches are all over the insulin pump's lcd screen and that the display was hard to read especially in daytime and when he was outside. The device will be returned for analysis.